Event description:
A malfunction was reported by the customer, which occurred in a humid environment while in the bathroom during a shower. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, and the customer successfully completed the reset. The malfunction code did not recur afterward, allowing the customer to continue using the pump with an understanding to contact support if the issue persisted.